Manufacturer narrative:
This is a response user facility report (B)(4): the concerned flow sensor was returning for investigation. The flow sensor is a reusable component and therefore subject to frequent reprocessing procedures. In some cases the disinfectant or the cleaning procedure used can have an impact to the adhesive between the gasket ring and the housing which leads to a loss of mechanical integrity and loosening of the protection grid and gasket ring. Loosened grids and gasket rings can easily be detected by the personnel after cleaning and disinfection procedure. Loosened protection grid and gasket rings do not effect the pt ventilation as long as the bronchial tube or the y-piece is connected. Only in case of disconnection from the y piece the parts may fall apart. During use detached parts of the housing can not reach the pts airways from the y-piece lateral side.

Event description:
It was reported by the user facility report no. (B)(4) that after performing trach care, they went to calibrate the flow sensor and found that the flow sensor housing had metal parts missing (screen). The flow sensor housings were replaced without any adverse problem.